Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds. Place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges sleeping with her heating pad then awoke to a burn on her right leg near the knee. There was not a report of property damage with this incident.